Manufacturer narrative:
Based on the information provided, including no indication that a fmc device malfunctioned or caused a serious injury; and the investigation of the fmc dialysis machine device, including review of the device history record, and labeling evaluation with no deviations or non-conformance identified, the reported device related event is unconfirmed. The reporter indicated the event claim was an error related to the patient reporting incorrect information, used for assessment. This event is unrelated to fmc devices. This is a retrospective MDR being submitted by fresenius medical care as a remedication action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
It was reported by a user facility of the fmc device, the dialysis machine removed too much ultra filtration (uf). The reporter states the device removed 1.2kg too much uf. The biomedical engineer at the user facility reported the claim of excessive fluid removal was an error due to the patient's statement of an incorrect weight. He completed the necessary functional checks and the machine passed all tests, the reported problem could not be duplicated. He further reported: the machine was re-calibrated as a precautionary measure. They have been no reported problems with the machine since it was returned to service.